Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead exhibited noise. The patient was asymptomatic. The noise was reproducible on isometrics. Programming changes were made. The patient was in a stable condition.